Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had cementing at the bending tube and needed replacement. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap in between the acoustic lens and the ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the adhesive of the bending section cover had a discolored area. Upon further inspection, it was observed that there was a gap of the adhesive on the distal end in between the acoustic lens and the ultrasound probe. It was further observed that a stain had entered the lens through this gap. It was observed that the channel plug and ultrasonic probe were loose. It was also observed that there was buckling and peeling of the coating on the connecting tube. Lastly, the bending angle in the right direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress or handling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.